Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range. A defibrillation threshold (dft) test and a code 1005 was recorded, indicative of an open circuit condition during shock delivery. The patient was dismissed from the hospital. This rv lead remains in service. No additional adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.